Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The fork of the cardan joint was bent outward to the extent that it could not rotate in the channel of the body. This will occur if too much force is placed on the device. The blue thumb know has been clearly and severely misused. A mechanical tool has been used to provide a torque in excess of what human hands can produce, which is not the intended use of the blue knob. The manufacturing records were reviewed and no discrepancies were identified. Even though it is unknown if the event occurred during a surgical procedure or if there were any patient adverse events as no further information was available from the customer, greatbatch has reported this complaint as the even description suggests the device failure may had occurred during a surgical procedure. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported that it wouldn't unscrew from the cup for the second time. It is unknown if the event occurred during a surgical procedure or if there were any patient adverse events as no further information was available from the customer.